Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in the middle of a laparoscopic cholecystectomy procedure, some of the clips were malformed. The jaws of the device were unable to close when the issue occurred. The surgeon used another device to resolve the issue in order to complete the case. There was no reported patient injury.